Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported falsely elevated creatinine2 results generated by the architect c8000 processing module for a patient. A new blood sample was drawn and yield a normal result. The following data was provided: normal reference ranges: creatinine2: 0.60 to 1.30 mg/dl. Sid (B)(6): (B)(6) 2025 creatinine2 initial result = 7.84 mg/dl, repeat results ((B)(6) 2025) = 2.67 and 2.69 mg/dl. Sid (B)(6) (new blood draw for the same patient): (B)(6) 2025 creatinine2 result = 0.68 mg/dl. No impact to patient management was reported.

Event description:
The customer reported falsely elevated creatinine2 results generated by the architect c8000 processing module for a patient. A new blood sample was drawn and yield a normal result. The following data was provided: normal reference ranges: creatinine2: 0.60 to 1.30 mg/dl. Sid (B)(6): 29dec2025 creatinine2 initial result = 7.84 mg/dl, repeat results ((B)(6) 2025) = 2.67 and 2.69 mg/dl. Sid (B)(6) (new blood draw for the same patient): (B)(6) 2025 creatinine2 result = 0.68 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Tracking and trending data review found no trends for the architect creatinine2 reagent and lot 71560ud00 related to this issue. A review of the device history record did not identify any nonconformances or deviations with the complaint lot related to this issue. Testing of a retained kit of architect creatinine2 reagent lot 71560ud00 met all acceptance criteria indicating the product is performing as expected. A review of the product labeling concluded that the issue is sufficiently addressed. Sample integrity could not be ruled as a contributing factor. The architect creatinine2 package inserts outline reagent and specimen handling procedures and the architect system operations manual provides instructions and troubleshooting information for the customer when they obtain elevated concentrations. Based on the investigation no systemic issue or product deficiency was identified.